Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the whole threaded portion of the implant is missing. The head of the screw is completely deformed which indicate use of force on the device. Since complete device is not available, surface of the breakage cannot be analyzed thoroughly. However, the clear deformation of the center portion indicated mis locking with use of slightly high force for removal lead to the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities & clear indication in labelling that ¿when final tightening of the locking screw occurs, take care not to over-torque the screw. Excessive torque may damage the locking mechanism, the screw and/or the screwdriver blade.¿ based on investigation, the root cause was primarily attributed to be user related along with patient factor such as hard/dense bone. The breakage was caused due to application of slightly high force to remove screwdriver from screw head which might be stuck due to mis locking. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when inserting the bone screw into the proximal hole, the screw broke at the head. The operation was completed by inserting another screw while the screw tip remained in the body." The tip of screw remains in patient. No adverse impact to the patient reported.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when inserting the bone screw into the proximal hole, the screw broke at the head. The operation was completed by inserting another screw while the screw tip remained in the body." The tip of screw remains in patient. No adverse impact to the patient reported.